Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader powered on with the button press, and the issue reported by the customer was not observed. Performed built-in reader tests; all results were within specification. Performed a visual inspection on the returned adc usb charging cable and no issue was observed. The usb charging cable passed testing. Visual inspection was performed on the returned power adaptor; no issues were observed. The power adaptor passed testing and current voltage measured to be within specification. No malfunction or product deficiency was identified and the customer's compaint could not be replicated. Therefore, the issue is not confirmed. In addition, the dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified battery/power issues was reported with the adc device and customer was unable to obtain readings. Customer reported, "when loading the lg and sees no flash for loading", and as a result, customer experienced a loss of consciousness and/or seizure. There was no third-party intervention or treatment by a healthcare professional reported for this issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified battery/power issues was reported with the adc device and customer was unable to obtain readings. Customer reported, "when loading the lg and sees no flash for loading", and as a result, customer experienced a loss of consciousness and/or seizure. There was no third-party intervention or treatment by a healthcare professional reported for this issue. There was no report of death or permanent injury associated with this event.